Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The IFU instructs the operator to dilate the vessel using the retroflex dilator kit by advancing and increasing the size of dilators over the guidewire until the appropriate diameter is reached. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths and dilators such as severe obstructive calcification or severe tortuosity. Per the edwards training manuals, pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, the patient has a history of pvd, and per report there were numerous areas of calcification and focal lesions in the accessed lfa. From review of the reported procedural events, it is likely that the initial perforation occurred with the insertion of the 23f dilator. The occurrence of the artery being pulled off with the sheath was most likely due to the long indwell time of the sheath in the artery. The sheath was tamponading the perforation, ultimately maintaining hemodynamic stability of the patient while decisions and preparations were made to safely repair the vessel. However, the longer indwell time of the sheath could have lead to the vessel adhering to the sheath. The tavr procedure requires the placement of large bore devices, sheaths, and dilators in ileo-femoral vessels and have the potential to result in vascular complications. It is likely that the combination of patient factors, the insertion of a large diameter dilator and sheath, and the prolonged in-dwell time of these devices caused or contributed to the reported vessel damage. No further actions are required at this time.

Event description:
As reported via the edwards clinical specialist, a perforation of the left femoral artery was noted post dilation with a 23 fr edwards dilator. Per the report, percutaneous access was obtained via the left femoral artery. Serial dilatation was completed without difficulty up until the 23f dilator, which advanced with moderate resistance. The patient's blood pressure began to decrease at this point and the physician attempted to place a 22 fr edwards sheath; but was unable to do so. The physician then dilated the artery with a 25 fr dilator which also met resistance. Pressure was supported with fluids and blood. A second 22fr sheath was placed in the artery. Once the sheath was placed, the blood pressure became more stable. At this point, it was felt that the sheath was tamponading a possible perforation in the artery. The procedure continued and patient remained hemodynamically stable post successful deployment of the edwards sapien valve. The implanting physician called for a peripheral interventionalist to assist with the sheath removal. Cross over technique was performed and a peripheral balloon was placed distal to the bifurcation on the procedural side. Upon partial removal of the sheath a large perforation of the cfa was noted. The peripheral balloon was inflated and the sheath/dilator system was re-advanced. A covered stent was placed and repeat angio showed continued perforation with contrast extravasation into the peritoneum. The peripheral balloon was inflated again and vascular surgeon was called. The patient remained stable and options were discussed. The vascular surgeon performed a cut down and exposed the femoral artery. It was found that the artery was pulled off with the sheath and visualization of the bare sheath was seen. Subsequently, the patient underwent an ileo-femoral bypass graft. The proximal anastomosis was tied into the previously placed covered stent as the stent extended from just below the bifurcation proximally and was visible outside of the ruptured femoral artery distally. The graft was sewn into the covered stent and attached to the femoral artery distally. Once the graft was complete, the balloon was deflated. Femoral angiogram showed patent femoral graft with good flow and no signs of perforation. The incision was closed and the patient left the cath lab in stable condition.